Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the popliteal and superficial femoral arteries (sfa). The popliteal artery was 6 mm and the sfa was 7 mm in diameter, atherectomy was not used and the lesion was prepared with a 6.0x150 mm armada balloon for two minutes at 7 atmospheres (atm). A 6fr sheath was used and the 5.5x200 mm supera self expanding stent system (sess) was used to deploy the stent per the instructions for use (IFU). Upon completion of deployment, when pulling back the shaft of the sess through the sheath, it was noted that the sess was still attached to the stent and the supera stent was pulled out through the sheath without issue. A new 5.5x200 mm supera sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis with the inner member separated. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interactions with the anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in the reported activation/ deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/ deployment failure cannot be determined. During removal, interactions with the sheath and/or manipulation of the device likely resulted in the noted device damages (lifted ratchet stem braiding, multiple smashed sheath) and ultimately resulted in the noted inner member separation. The account stated they were unaware of the separation and did not see anything on fluoroscopy. However, since the account cannot confirm, there is the potential the separated portion remained in the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1: adverse event added. B2: other, serious. H1: malfunction changed to serious injury. H6: medical device problem code 4582 and 2199 removed; 2687 and 4614 added.

Event description:
It was reported that the procedure was to treat the popliteal and superficial femoral arteries (sfa). The popliteal artery was 6 mm and the sfa was 7 mm in diameter, atherectomy was not used and the lesion was prepared with a 6.0x150 mm armada balloon for two minutes at 7 atmospheres (atm). A 6fr sheath was used and the 5.5x200 mm supera self expanding stent system (sess) was used to deploy the stent per the instructions for use (IFU). Upon completion of deployment, when pulling back the shaft of the sess through the sheath, it was noted that the sess was still attached to the stent and the supera stent was pulled out through the sheath without issue. A new 5.5x200 mm supera sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, returned device analysis identified that the inner member separated 2.9 centimeters from the ratchet stem. The separated inner member, including the tip, was not returned. The account stated they were unaware of the separation and did not see anything on fluoroscopy. However, since the account cannot confirm, there is the potential the separated portion remained in the patient.